Event description:
Blister burn [burns second degree]. Case description: this is a spontaneous report from a contactable consumer. A 43-year-old female patient (weight 65.77 kg, height 163 cm) started to use thermacare heatwrap (thermacare menstrual) applied as needed/sporadically/once every 8 days from an unspecified date for ovarian cyst pain. Medical history included high blood pressure and hysterectomy at a very young age and no longer has menstruation, both from an unknown date. The patient's concomitant medications were none. The patient bought the box (3-count box) last month, about 5 weeks before (2019). The rest of the heatwraps in the box and her previous use of this product were fine and she had no problems. She doesn't know what she did wrong. She thought it was the adhesive which was attached to her body, the heatwrap burned her skin on (B)(6) 2019. It's a very small burn or blister that bubbled up. She did not know what first, second, or third degree burns are, but she explained it's like the size of maybe a dime blister on her skin. It was the last one that caused the blister/burn. She was wearing around 4-5 hours. The patient checked the skin under the product while wearing once or twice. She did have scars and stretch marks in that area from birthing children and having a cesarean section so she was not sure if it was too tender of an area. It may because the heatwrap was a soft area of her skin. The patient reported the product wasn't burning her so she only noticed the burn when she took it off and took a shower. She read the usage instructions on thermacare before using the product. She didn't want to wear the product to bed because the instructions said not to. She felt the burning sensation in the shower and she looked down and saw the very top, thin layer skin had come up when she removed the product. The instructions said to use the product for up to 6 hours and if it starts to get too hot take it off immediately, and she didn't feel it getting too hot. It was only when she took the product the adhesive must have taken a layer of her skin. Also reported that the instructions stated to not use it continuously because of the sensation so she gaped it out. She did not use the heatwraps back to back. The patient classified her skin tone as medium. Packaging was sealed and intact. The patient answered no, to following questions: permanent impairment/damage of a body structure/function (disability), required medical surgical intervention to prevent permanent impairment/damage to a body function/structure (serious injury), malfunction, currently under the care of a physician for any medical condition, have sensitive skin, or any abnormal skin conditions, was the same problem/symptom experienced during previous use, have you previously used other heat products for pain relief (electric heating\ pad, hot water bottle, microwave gel pack), was sleeping while wearing the product, was wearing several layers of clothing over the thermacare product, was wearing a snug waistband/belt or similar or otherwise applied pressure over the area (for example, prolonged car ride), engage in exercise while using the product (for example, running, bicycling), consult a healthcare professional for the problem(s)/symptom, taking any medications (including over-the-counter, herbal, nutritional or any applied to the skin) during the time the problem/symptom was experienced. No investigation assessments were done. The patient reported, to treat the blister or burn she was using a hydrocortisone 2.5% ointment and she's doing fine. She received the ointment from her doctor previously when she had a burn on her hand from making tamales. The patient was wearing loose pants to not irritate the burn, and she has a little gauze over the burn that she wears during the day. At night, she opened it up to let it air out and dry out. She already discarded of the product and has no product information to provide, but had the receipt left. She permanently discontinued this particular heatwrap, but will continue the thermacare heatwraps. The patient reported that there was a reasonable possibility that adverse events was related to the device. The action taken in response to the event was permanently discontinued on (B)(6) 2019. The outcome of the event was not resolved. Additional information received from product quality group included severity of harm was s3. Additional information has been requested and will be provided as it becomes available. Follow-up (04nov2019): new information received from a product quality complaints group included: severity of harm assessment. Company clinical evaluation comment: based on the information provided, the event blister burn as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] blister burn/severe burn on her belly [burns second degree] , the very top, thin layer skin had come up when she removed the product [skin exfoliation] , . Case narrative:this is a spontaneous report from a contactable consumer. A 43-year-old female patient (weight 65.77 kg, height 163 cm) started to use thermacare heatwrap (thermacare menstrual) (device lot number and expiration date not reported) applied as needed/sporadically/once every 8 days from an unspecified date for ovarian cyst pain. Medical history included high blood pressure (ongoing) and hysterectomy at a very young age, no longer has menstruation, cesarean section, scars and stretch marks in that area from birthing children. The patient's concomitant medications were none. The patient bought the box (3-count box) last month, about 5 weeks before (2019). The rest of the heatwraps in the box and her previous use of this product were fine and she had no problems. She didn't know what she did wrong. She thought it was the adhesive which was attached to her body, the heatwrap burned her skin on (B)(6) 2019, later clarifying she wore patch to help with ovarian cyst pain followed directions and got severe burn on her belly. She stated it's a very small burn or blister that bubbled up. She did not know what first, second, or third degree burns are, but she explained it's like the size of maybe a dime blister on her skin. It was the last one that caused the blister/burn. She was wearing around 4-5 hours. The patient checked the skin under the product while wearing once or twice. She did have scars and stretch marks in that area from birthing children and having a cesarean section so she was not sure if it was too tender of an area. It may because the heatwrap was a soft area of her skin. The patient reported the product wasn't burning her, so she only noticed the burn when she took it off and took a shower. She read the usage instructions on thermacare before using the product. She didn't want to wear the product to bed because the instructions said not to. She felt the burning sensation in the shower and she looked down and saw the very top, thin layer skin had come up when she removed the product on (B)(6) 2019. The instructions said to use the product for up to 6 hours and if it starts to get too hot take it off immediately, and she didn't feel it getting too hot. It was only when she took the product the adhesive must have taken a layer of her skin. As also reported, the instructions stated to not use it continuously because of the sensation, so she 'gaped it out.' She did not use the heatwraps back to back. The patient classified her skin tone as medium. The packaging was sealed and intact. The patient answered no, to following questions: permanent impairment/damage of a body structure/function (disability), required medical surgical intervention to prevent permanent impairment/damage to a body function/structure (serious injury), malfunction, currently under the care of a physician for any medical condition, have sensitive skin, or any abnormal skin conditions, was the same problem/symptom experienced during previous use, have you previously used other heat products for pain relief (electric heating pad, hot water bottle, microwave gel pack), was sleeping while wearing the product, was wearing several layers of clothing over the thermacare product, was wearing a snug waistband/belt or similar or otherwise applied pressure over the area (for example, prolonged car ride), engage in exercise while using the product (for example, running, bicycling), consult a healthcare professional for the problem(s)/symptom, taking any medications (including over-the-counter, herbal, nutritional or any applied to the skin) during the time the problem/symptom was experienced. No investigation assessments were done. The patient reported, to treat the blister or burn she was using a hydrocortisone 2.5% ointment and she's doing fine. She stated she went to doctor and was prescribed ointment and had to pay doctor and meds so burn would not get infected. She received the ointment from her doctor previously when she had a burn on her hand from making tamales. The patient was wearing loose pants to not irritate the burn, and she had a little gauze over the burn that she wore during the day. At night, she opened it up to let it air out and dry out. She already discarded of the product and has no product information to provide, but had the receipt left. She permanently discontinued this particular heatwrap, but will continue the thermacare heatwraps. The patient reported that there was a reasonable possibility that adverse events was related to the device. Action taken in response to the event was permanently discontinued on (B)(6) 2019. The outcome of the events was not resolved. Additional information received from product quality complaint (pqc) group included investigation results. Manufacturing site assessment: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety/serious/unknown. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Pfizer device complaint handling unit: severity of harm: s3. Conclusion: a full investigation was not performed as providing the batch record information is the manufacturing site's requirement. Therefore, a summary investigation was performed. Based on the complaint narrative, the patient sustained a burn injury with blisters after product use. Review of complaint description concludes there is no device malfunction. Site sample status: not received. Follow-up ( (B)(6) 2019): new information received from a product quality complaints group included: severity of harm assessment. Follow-up ( (B)(6) 2019): new information received from product quality complaints (pqc) group included: product quality investigation results and reaction data (additional event of skin exfoliation). Follow-up ( (B)(6) 2019): new information received from a product quality complaints group included: severity of harm and malfunction assessment from dchu. Follow-up ( (B)(6) 2020): new information reported from a contactable consumer includes: reaction data (event updated to "blister burn/severe burn on her belly") and clinical course details. Follow-up attempts are completed. No further information is expected. Amendment: this follow-up report is being submitted to amend previously reported information: medical history "stretch marks in that area from birthing children" was recoded to "skin striae"., comment: based on the information provided, the events burns second degree and skin exfoliation as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety/serious/unknown. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety/serious/unknown. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged.

Event description:
Event verbatim [preferred term] blister burn/severe burn on her belly [burns second degree] , the very top, thin layer skin had come up when she removed the product [skin exfoliation] , . Case narrative:this is a spontaneous report from a contactable consumer. A 43-year-old female patient (weight 65.77 kg, height 163 cm) started to use thermacare heatwrap (thermacare menstrual) (device lot number and expiration date not reported) applied as needed/sporadically/once every 8 days from an unspecified date for ovarian cyst pain. Medical history included high blood pressure (ongoing) and hysterectomy at a very young age, no longer has menstruation, cesarean section, scars and stretch marks in that area from birthing children. The patient's concomitant medications were none. The patient bought the box (3-count box) last month, about 5 weeks before (2019). The rest of the heatwraps in the box and her previous use of this product were fine and she had no problems. She didn't know what she did wrong. She thought it was the adhesive which was attached to her body, the heatwrap burned her skin on (B)(6) 2019, later clarifying she wore patch to help with ovarian cyst pain followed directions and got severe burn on her belly. She stated it's a very small burn or blister that bubbled up. She did not know what first, second, or third degree burns are, but she explained it's like the size of maybe a dime blister on her skin. It was the last one that caused the blister/burn. She was wearing around 4-5 hours. The patient checked the skin under the product while wearing once or twice. She did have scars and stretch marks in that area from birthing children and having a cesarean section so she was not sure if it was too tender of an area. It may because the heatwrap was a soft area of her skin. The patient reported the product wasn't burning her, so she only noticed the burn when she took it off and took a shower. She read the usage instructions on thermacare before using the product. She didn't want to wear the product to bed because the instructions said not to. She felt the burning sensation in the shower and she looked down and saw the very top, thin layer skin had come up when she removed the product on (B)(6) 2019. The instructions said to use the product for up to 6 hours and if it starts to get too hot take it off immediately, and she didn't feel it getting too hot. It was only when she took the product the adhesive must have taken a layer of her skin. As also reported, the instructions stated to not use it continuously because of the sensation, so she 'gaped it out.' She did not use the heatwraps back to back. The patient classified her skin tone as medium. The packaging was sealed and intact. The patient answered no, to following questions: permanent impairment/damage of a body structure/function (disability), required medical surgical intervention to prevent permanent impairment/damage to a body function/structure (serious injury), malfunction, currently under the care of a physician for any medical condition, have sensitive skin, or any abnormal skin conditions, was the same problem/symptom experienced during previous use, have you previously used other heat products for pain relief (electric heating pad, hot water bottle, microwave gel pack), was sleeping while wearing the product, was wearing several layers of clothing over the thermacare product, was wearing a snug waistband/belt or similar or otherwise applied pressure over the area (for example, prolonged car ride), engage in exercise while using the product (for example, running, bicycling), consult a healthcare professional for the problem(s)/symptom, taking any medications (including over-the-counter, herbal, nutritional or any applied to the skin) during the time the problem/symptom was experienced. No investigation assessments were done. The patient reported, to treat the blister or burn she was using a hydrocortisone 2.5% ointment and she's doing fine. She stated she went to doctor and was prescribed ointment and had to pay doctor and meds so burn would not get infected. She received the ointment from her doctor previously when she had a burn on her hand from making tamales. The patient was wearing loose pants to not irritate the burn, and she had a little gauze over the burn that she wore during the day. At night, she opened it up to let it air out and dry out. She already discarded of the product and has no product information to provide, but had the receipt left. She permanently discontinued this particular heatwrap, but will continue the thermacare heatwraps. The patient reported that there was a reasonable possibility that adverse events was related to the device. Action taken in response to the event was permanently discontinued on (B)(6) 2019. The outcome of the events was not resolved. Additional information received from product quality complaint (pqc) group included investigation results. Manufacturing site assessment: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety/serious/unknown. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Pfizer device complaint handling unit: severity of harm: s3. Conclusion: a full investigation was not performed as providing the batch record information is the manufacturing site's requirement. Therefore, a summary investigation was performed. Based on the complaint narrative, the patient sustained a burn injury with blisters after product use. Review of complaint description concludes there is no device malfunction. Site sample status: not received. Follow-up ((B)(6) 2019): new information received from a product quality complaints group included: severity of harm assessment. Follow-up ((B)(6) 2019): new information received from product quality complaints (pqc) group included: product quality investigation results and reaction data (additional event of skin exfoliation). Follow-up ((B)(6) 2019): new information received from a product quality complaints group included: severity of harm and malfunction assessment from dchu. Follow-up ((B)(6) 2020): new information reported from a contactable consumer includes: reaction data (event updated to "blister burn/severe burn on her belly") and clinical course details. Follow-up attempts are completed. No further information is expected., comment: based on the information provided, the events burns second degree and skin exfoliation as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety/serious/unknown. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged.

Event description:
Event verbatim [preferred term] blister burn [burns second degree], the very top, thin layer skin had come up when she removed the product [skin exfoliation]. Case narrative:this is a spontaneous report from a contactable consumer. A 43-year-old female patient (weight 65.77 kg, height 163 cm) started to use thermacare heatwrap (thermacare menstrual) (device lot number and expiration date not reported) applied as needed/sporadically/once every 8 days from an unspecified date for ovarian cyst pain. Medical history included high blood pressure (ongoing) and hysterectomy at a very young age, no longer has menstruation and cesarean section. The patient's concomitant medications were none. The patient bought the box (3-count box) last month, about 5 weeks before (2019). The rest of the heatwraps in the box and her previous use of this product were fine and she had no problems. She didn't know what she did wrong. She thought it was the adhesive which was attached to her body, the heatwrap burned her skin on (B)(6) 2019. It's a very small burn or blister that bubbled up. She did not know what first, second, or third degree burns are, but she explained it's like the size of maybe a dime blister on her skin. It was the last one that caused the blister/burn. She was wearing around 4-5 hours. The patient checked the skin under the product while wearing once or twice. She did have scars and stretch marks in that area from birthing children and having a cesarean section so she was not sure if it was too tender of an area. It may because the heatwrap was a soft area of her skin. The patient reported the product wasn't burning her, so she only noticed the burn when she took it off and took a shower. She read the usage instructions on thermacare before using the product. She didn't want to wear the product to bed because the instructions said not to. She felt the burning sensation in the shower and she looked down and saw the very top, thin layer skin had come up when she removed the product. The instructions said to use the product for up to 6 hours and if it starts to get too hot take it off immediately, and she didn't feel it getting too hot. It was only when she took the product the adhesive must have taken a layer of her skin. As also reported, the instructions stated to not use it continuously because of the sensation, so she 'gaped it out.' She did not use the heatwraps back to back. The patient classified her skin tone as medium. The packaging was sealed and intact. The patient answered no, to following questions: permanent impairment/damage of a body structure/function (disability), required medical surgical intervention to prevent permanent impairment/damage to a body function/structure (serious injury), malfunction, currently under the care of a physician for any medical condition, have sensitive skin, or any abnormal skin conditions, was the same problem/symptom experienced during previous use, have you previously used other heat products for pain relief (electric heating pad, hot water bottle, microwave gel pack), was sleeping while wearing the product, was wearing several layers of clothing over the thermacare product, was wearing a snug waistband/belt or similar or otherwise applied pressure over the area (for example, prolonged car ride), engage in exercise while using the product (for example, running, bicycling), consult a healthcare professional for the problem(s)/symptom, taking any medications (including over-the-counter, herbal, nutritional or any applied to the skin) during the time the problem/symptom was experienced. No investigation assessments were done. The patient reported, to treat the blister or burn she was using a hydrocortisone 2.5% ointment and she's doing fine. She received the ointment from her doctor previously when she had a burn on her hand from making tamales. The patient was wearing loose pants to not irritate the burn, and she has a little gauze over the burn that she wears during the day. At night, she opened it up to let it air out and dry out. She already discarded of the product and has no product information to provide, but had the receipt left. She permanently discontinued this particular heatwrap, but will continue the thermacare heatwraps. The patient reported that there was a reasonable possibility that adverse events was related to the device. Action taken in response to the event was permanently discontinued on (B)(6) 2019. The outcome of the events was not resolved. Additional information received from product quality complaint (pqc) group included investigation results. Manufacturing site assessment: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety/serious/unknown. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Pfizer device complaint handling unit: severity of harm: s3. Conclusion: a full investigation was not performed as providing the batch record information is the manufacturing site's requirement. Therefore, a summary investigation was performed. Based on the complaint narrative, the patient sustained a burn injury with blisters after product use. Review of complaint description concludes there is no device malfunction. Site sample status: not received. Follow-up (04nov2019): new information received from a product quality complaints group included: severity of harm assessment. Follow-up (08nov2019): new information received from product quality complaints (pqc) group included: product quality investigation results and reaction data (additional event of skin exfoliation). Follow-up (26dec2019): new information received from a product quality complaints group included: severity of harm and malfunction assessment from dchu. Company clinical evaluation comment: based on the information provided, the events blister burn and skin exfoliation as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual., comment: based on the information provided, the events blister burn and skin exfoliation as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety/serious/unknown. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Severity of harm: s3.

Event description:
Event verbatim [preferred term] blister burn [burns second degree] , the very top, thin layer skin had come up when she removed the product [skin exfoliation] , . Case narrative:this is a spontaneous report from a contactable consumer. A 43-year-old female patient (weight 65.77 kg, height 163 cm) started to use thermacare heatwrap (thermacare menstrual) (device lot number and expiration date not reported) applied as needed/sporadically/once every 8 days from an unspecified date for ovarian cyst pain. Medical history included high blood pressure and hysterectomy at a very young age and no longer has menstruation, both from an unknown date. The patient's concomitant medications were none. The patient bought the box (3-count box) last month, about 5 weeks before (2019). The rest of the heatwraps in the box and her previous use of this product were fine and she had no problems. She doesn't know what she did wrong. She thought it was the adhesive which was attached to her body, the heatwrap burned her skin on (B)(6) 2019. It's a very small burn or blister that bubbled up. She did not know what first, second, or third degree burns are, but she explained it's like the size of maybe a dime blister on her skin. It was the last one that caused the blister/burn. She was wearing around 4-5 hours. The patient checked the skin under the product while wearing once or twice. She did have scars and stretch marks in that area from birthing children and having a cesarean section so she was not sure if it was too tender of an area. It may because the heatwrap was a soft area of her skin. The patient reported the product wasn't burning her so she only noticed the burn when she took it off and took a shower. She read the usage instructions on thermacare before using the product. She didn't want to wear the product to bed because the instructions said not to. She felt the burning sensation in the shower and she looked down and saw the very top, thin layer skin had come up when she removed the product. The instructions said to use the product for up to 6 hours and if it starts to get too hot take it off immediately, and she didn't feel it getting too hot. It was only when she took the product the adhesive must have taken a layer of her skin. Also reported that the instructions stated to not use it continuously because of the sensation so she gaped it out. She did not use the heatwraps back to back. The patient classified her skin tone as medium. Packaging was sealed and intact. The patient answered no, to following questions: permanent impairment/damage of a body structure/function (disability), required medical surgical intervention to prevent permanent impairment/damage to a body function/structure (serious injury), malfunction, currently under the care of a physician for any medical condition, have sensitive skin, or any abnormal skin conditions, was the same problem/symptom experienced during previous use, have you previously used other heat products for pain relief (electric heating pad, hot water bottle, microwave gel pack), was sleeping while wearing the product, was wearing several layers of clothing over the thermacare product, was wearing a snug waistband/belt or similar or otherwise applied pressure over the area (for example, prolonged car ride), engage in exercise while using the product (for example, running, bicycling), consult a healthcare professional for the problem(s)/symptom, taking any medications (including over-the-counter, herbal, nutritional or any applied to the skin) during the time the problem/symptom was experienced. No investigation assessments were done. The patient reported, to treat the blister or burn she was using a hydrocortisone 2.5% ointment and she's doing fine. She received the ointment from her doctor previously when she had a burn on her hand from making tamales. The patient was wearing loose pants to not irritate the burn, and she has a little gauze over the burn that she wears during the day. At night, she opened it up to let it air out and dry out. She already discarded of the product and has no product information to provide, but had the receipt left. She permanently discontinued this particular heatwrap, but will continue the thermacare heatwraps. The patient reported that there was a reasonable possibility that adverse events was related to the device. Action taken in response to the event was permanently discontinued on (B)(6) 2019. The outcome of the events was not resolved. Additional information received from product quality complaint (pqc) group included investigation results. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety/serious/unknown. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Severity of harm: s3. Follow-up (04nov2019): new information received from a product quality complaints group included: severity of harm assessment. Follow-up (08nov2019): new information received from product quality complaints (pqc) group included: product quality investigation results and reaction data (additional event of skin exfoliation). Company clinical evaluation comment: based on the information provided, the events blister burn and skin exfoliation as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual., comment: based on the information provided, the events blister burn and skin exfoliation as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual.

Event description:
Event verbatim [preferred term] blister burn [burns second degree] . Case narrative:this is a spontaneous report from a contactable consumer. A (B)(6) female patient (weight (B)(6), height 163 cm) started to use thermacare heatwrap (thermacare menstrual) applied as needed/sporadically/once every 8 days from an unspecified date for ovarian cyst pain. Medical history included high blood pressure and hysterectomy at a very young age and no longer has menstruation, both from an unknown date. The patient's concomitant medications were none. The patient bought the box (3-count box) last month, about 5 weeks ago. The rest of the heatwraps in the box and her previous use of this product were fine and she had no problems. She doesn't know what she did wrong. She thinks it was the adhesive which was attached to her body, the heatwrap burned her skin on (B)(6) 2019. It's a very small burn or blister that bubbled up. She did not know what first, second, or third degree burns are, but she explained it's like the size of maybe a dime blister on her skin. It was the last one that caused the blister/burn. She was wearing around 4-5 hours. The patient checked the skin under the product while wearing once or twice. She did have scars and stretch marks in that area from birthing children and having a cesarean section so she was not sure if it was too tender of an area. It may because the heatwrap was a soft area of her skin. The patient reported the product wasn't burning her so she only noticed the burn when she took it off and took a shower. She read the usage instructions on thermacare before using the product. She didn't want to wear the product to bed because the instructions said not to. She felt the burning sensation in the shower and she looked down and saw the very top, thin layer skin had come up when she removed the product. The instructions said to use the product for up to 6 hours and if it starts to get too hot take it off immediately, and she didn't feel it getting too hot. It was only when she took the product the adhesive must have taken a layer of her skin. Also reported that the instructions stated to not use it continuously because of the sensation so she gaped it out. She did not use the heatwraps back to back. The patient classified her skin tone as medium. Packaging was sealed and intact. The patient answered no, to following questions: permanent impairment/damage of a body structure/function (disability), required medical surgical intervention to prevent permanent impairment/damage to a body function/structure (serious injury), malfunction, currently under the care of a physician for any medical condition, have sensitive skin, or any abnormal skin conditions, was the same problem/symptom experienced during previous use, have you previously used other heat products for pain relief (electric heating pad, hot water bottle, microwave gel pack), was sleeping while wearing the product, was wearing several layers of clothing over the thermacare product, was wearing a snug waistband/belt or similar or otherwise applied pressure over the area (for example, prolonged car ride), engage in exercise while using the product (for example, running, bicycling), consult a healthcare professional for the problem(s)/symptom, taking any medications (including over-the-counter, herbal, nutritional or any applied to the skin) during the time the problem/symptom was experienced. No investigation assessments were done. The patient reported, to treat the blister or burn she was using a hydrocortisone 2.5% ointment and she's doing fine. She received the ointment from her doctor previously when she had a burn on her hand from making tamales. The patient was wearing loose pants to not irritate the burn, and she has a little gauze over the burn that she wears during the day. At night, she opens it up to let it air out and dry out. She already discarded of the product and has no product information to provide, but had the receipt left. She permanently discontinued this particular heatwrap, but will continue the thermacare heatwraps. The patient reported that there was a reasonable possibility that adverse events was related to the device. The action taken in response to the event was permanently discontinued on (B)(6) 2019. The outcome of the event was not recovered. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the event blister burn as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device., comment: based on the information provided, the event blister burn as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.